Event description:
It was reported that a dexcom g6 sensor and transmitter paired to the dexcom app but failed to pair to the ilet, consistent with an intermittent communication failure potentially involving the antenna component of the cgm system, troubleshooting included reentering the sensor code and transmitter serial number and advising a reconnection window. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet along with intermittent communication failure, with the antenna component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.